Event description:
Called to report loud popping noises and black smoke emanating from a power strip (supplied by ventana) into which a ventana automated slide stainer instrument and accessory computer system were connected. The power plug strip was positioned in a depression on the floor where a puddle of fluid accumulated. The root cause of the fluid was from the automated slide stainer's waste container's spigot. Although no one at the site was injured or required medical attention, there is a remote potential for shock resulting in the potential for death or serious injury if identical set of events were to reoccur. An investigation was conducted at the site, however, both the leaking bottle component and the plug strip were discarded by the site and thus not available for evaluation. The circuit into which the power strip was connected was not a gfi circuit which would have eliminated the potential for serious injury due to shock.